Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of scans and xrays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The most likely underlying cause of the fracture cannot be determined from the information and images provided. There are no indications of manufacturing defects. For this part (76-2603) and the previous one year (from the notification date), there was a complaint rate of 0.14% which is no greater than the occurrence listed in theapplication fmea. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
It was reported that two plates which were fixated to the patient's sixth and seventh ribs fractured post-implantation. No adverse events have been reported as a result of the malfunction.